Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while the manufacturer representative was on site doing a training, the system was docked and stuck in initializing mode. It was noted that the mobile view station (mvs) was communicating with the system. There was no patient present when this issue was discovered.

Event description:
Additional information was received. Regarding the cause of the issue, during training the rotor was being moved manually when the system would not initialize. It was determined that the can bus had excessive traffic and was locked up preventing initialization.

Manufacturer narrative:
B5) additional information provided. D11) section d information references the main component of the system and other applicable components are: product ID: bi71000225, serial/lot #: rev. 2 : s/n: (B)(6) , product ID: bi71000860, serial/lot #: rev. 1 : s/n: (B)(6), product ID: bi71000860, serial/lot #: rev. 1 : s/n (B)(6). H3) a medtronic representative went to the site to test the equipment. Testing revealed that the can bus was locked up. The can connection to the motion controller was removed and reconnected/reset to resolve the issue. Hardware parts were replaced through troubleshooting. The system then passed a system checkout. A standalone generator board (bi71000225) was returned for analysis. Analysis revealed that there were electrically over stressed components. An electrical failure was confirmed. A power conversion enclosure (bi71000860, rev. 1 : s/n (B)(6)) was returned for analysis. Analysis revealed that there was a damaged j12 connector. Physical damage was confirmed. A power tray was returned for analysis. It was verified both fuses in the power tray were functional. The power tray was installed into a test system and no failures were found. Another power conversion enclosure (bi71000860, rev. 1 : s/n (B)(6)) was returned for analysis. When installed into a test system, the system failed to ready and boot. The system went into standalone mode. A malfunctioning power conversion enclosure was confirmed. Another power conversion enclosure was returned for analysis. When installed into a test system, no failures were found. An enclosure charger and ground fault interrupter were also returned. Analysis was not completed at the time of filing. H6) fdm 10, fdr 114, fdc 4307 apply to the system checkout. Fdm 10, fdr 120, fdc 4307 apply to the standalone generator board and the second power conversion enclosure. Fdm 10, fdr 180, fdc 4307 apply to the first power conversion enclosure. Fdm 10, fdr 213, fdc 67 apply to the power tray and third power conversion enclosure. Fdm 4118, fdr 3233, fdc 11 apply to the enclosure charger and ground fault interrupter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: additional information: d11) section d information references the main component of the system and other applicable components are: product ID: bi71000175, serial/lot #: rev. 2 : s/n (B)(6) h3: the charger enclosure (bi71000175, serial/lot #: rev. 2 : s/n (B)(6)) was returned to the manufacturer for analysis. Analysis found that the reported issue could be confirmed. When installed in a known good system, the system did not initialize and the generator did not ready. There was an error while charging the load capacitors. Analysis found that the reported event was related to a electrical issue. A ground fault interrupter (gfi) was returned to the manufacturer for analysis. Analysis found no fault with it while under testing. H6: 10, 120, and 4307 are associated with the charger enclosure. 10, 213, and 67 are associated with the gfi. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.